Manufacturer narrative:
A steris service technician arrived onsite to inspect the surgical table subject of the reported event. Photographs of the table were taken and sent to steris quality for evaluation. Evaluation of the photographs determined that the carbon fiber table top had sustained damage prior to the reported event. The damage resulted in the carbon fiber splintering subsequently causing the employee to receive a splinter. The user facility continues to utilize the table top until a replacement is received. The surgical table was manufactured in 2012 and is serviced and maintained by the user facility. The operator manual states (pp. 5-1), "warning-personal injury and/or equipment damage hazard: failure to perform periodic inspections of the table could result in serious personal injury or table damage."

Event description:
The user facility reported that while an employee was transferring a patient onto the surgical table, the employee received a splinter from the table top. The employee sought medical treatment due to the reported event. No procedure delays or cancellations were reported.